Event description:
It was reported that a secondary infusion was programmed, however, when the pump alarmed for secondary infusion complete, it was observed that the container was still full (medication, programmed amount and delivery rate unk). The infusion was programmed again, and when complete, the secondary container remained full. The customer also stated that the device history log was reviewed and the pump was programmed and operated correctly, and that a use error occurred.

Manufacturer narrative:
(B)(4). During the complaint eval, the customer stated that the device was tested and performed within specification. The customer stated that the error was caused by the height of the primary and secondary bags, which caused the pump to deliver from the primary container. It was reported that there was no pt injury. The device was not returned to sigma for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr.